Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a reading of 49 mg/dl on the sensor scan compared to a result of 'hi' (reading greater than 500 mg/dl) obtained on the built-in meter. Customer reported experiencing symptom described as "some confusion" and was seen at the hospital where an unspecified laboratory reading was obtained. Customer was diagnosed with hyperglycemia and was treated with humalog (fast acting insulin) injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a reading of 49 mg/dl on the sensor scan compared to a result of 'hi' (reading greater than 500 mg/dl) obtained on the built-in meter. Customer reported experiencing symptom described as "some confusion" and was seen at the hospital where an unspecified laboratory reading was obtained. Customer was diagnosed with hyperglycemia and was treated with humalog (fast-acting insulin) injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.